Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer stated that it gave her a 30 minute alarm and she was in a meeting hence could not change it out in time and insulin pump died, not turn on. Customer stated that the display was not blank less than 30 seconds, did not return and display was blank currently. Customer stated that the contacts on the battery cap and battery compartment was neither missing nor damaged. The insulin pump will not be returned for analysis.